Manufacturer narrative:
A manufacturing evaluation was completed: the visual inspection has shown that the plate is broken into two pieces. The last two holes were cut away. There are some scratches visible at the surface of the plate. Unfortunately we are not able to determine the exact cause which has led to this occurrence. Because of the reported statement that the dog trained agility and landed bad it is likely that the plate could not resist this force. The device history record review and the manufacturing documents were reviewed and no complaint related issues were found. The measurement of the broken plate has shown no deviation to the specification. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This event involved a veterinary case. Therefore, no patient information will be reported. As there was no human patient involvement associated with the reported event, the issue has been assessed as a product problem (reportable malfunction) only. Event date: date of post-operative plate breakage is unknown; however, the issue was noticed via x-ray imaging on (B)(6) 2016. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter hospital contact number: (B)(6). Pm,a 510(k): device is marketed for veterinary use only, but is similar to a device used on human patients. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: 20-july-2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an animal suffered a fracture of the distal radius ulna near the joint following a bad landing on (B)(6) 2016. The dog was treated that day with the implantation of a 2.0mm locking compression (lcp) notch head plate. During follow up x-rays taken on (B)(6) 2016, it was discovered that the plate had broken. The animal was returned to the operating room on (B)(6) 2016 to have the broken plate removed. Following the procedure, the animal was affixed with a soft bandage. No additional falls have been reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.